Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 490 mg/dl at the time of incident. Customer was treated with bolus. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.